Event description:
It was reported that following a da vinci hysterectomy procedure, a staff reportedly observed a frayed cable at the distal end of the pk dissecting forceps instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported. The site have reportedly declined to return the instrument to intuitive surgical for analysis.

Manufacturer narrative:
The instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.